Manufacturer narrative:
Initial and final(B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occured in netherlands. It was reported that the patient experienced pain at the infusion site event on (B)(6) 2026. The patient also reported infusion site infection and treated by antibiotics. No further information is available.